Event description:
Philips received a complaint from the customer, that the v60 ventilator had immediately stopped. The device was in clinical use when the issue occurred. It was reported that the patient was harmed during the event. Additional details are being requested. It was reported in the customer feedback form, that when the device was being used, the following alarm prompt was observed, "alarm light is faulty." It was then reported that the ventilator immediately stopped and the patient was moved to a different ventilator. Investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2023 for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.